Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Upon return, the original packaging tray was noted with damage to the "arrow" packaging sticker. The peel away sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. The central lumen was noted broken at approximately 5.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway near the iabc distal tip. No other damage or abnormalities were noted to the returned sample. The customer submitted photos were reviewed. In the photo, the iabc catheter was noted loosely packed within the original packaging tray/carton. In the photo, the iabc central lumen was noted damaged near the iabc distal tip. The original packaging tray was noted with damage to the "arrow" packaging sticker. The arrow sticker was noted cut/ripped. This packaging sticker is not to be removed. This condition indicates a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the custom-ER. The instructions for use (IFU) states: "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Up on aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation, which is consistent with the previously confirmed broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc dis-tal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "tip was damaged and could not pass over the guidewire" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which caused the reported complaint. Unrelated to the reported event, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates that the iabc was not prepped correctly per the IFU. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "during catheter delivery, it was discovered that the tip was damaged and could not pass over the guidewire". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during catheter delivery, it was discovered that the tip was damaged and could not pass over the guidewire". Additional information states that the iab catheter was removed and repalced. No patient injury or consequence reported. The patient's current condition is reported as "fine".